Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon rupture at 6atm upon first inflation when dilating the lesion. The procedure was completed with another of the same device. No patient complications were reported.